Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 297787) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The result from the meter was 1.2 inr and the result from the laboratory was 1.8 inr within 30-45 minutes. The laboratory reagent was not known. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The customer had no changes in diet, health or other medications, no known hematocrit issues, no lupus or antiphospholipid antibodies. The suspect product was requested to be returned for investigation. Replacement product was sent.